Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. The patient reported that ten infusion sets fell off events during use on (B)(6) 2024. The infusion set was in use for 2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.